Event description:
(B) (6). Same case as: 2134265-2010-00632, -00633. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent jailed occurred. During the index procedure, the physician implanted a 2.75x16mm taxus liberte stent in the proximal right coronary (rca) and a 2.75x20mm taxus liberte stent in the mid rca. A 2.50x16mm taxus liberte stent was also implanted in the proximal left anterior descending (lad). The 75% stenosed de novo target lesion located in the proximal right coronary artery (rca) was 15mm long with a reference vessel diameter of 2.75mm. The lesion was predilated with a 2.50x15mm balloon. Post-dilation was performed with a 0% residual stenosis. The 90% stenosed de novo target lesion located in the mid rca was 15mm long with a reference vessel diameter of 2.75mm. The lesion was predilated with a 2.50x15mm balloon. Post-dilation was performed with the predilation balloon with a 0% residual stenosis. The 75% stenosed de novo target lesion located in the proximal left anterior descending (lad) was 10mm long with a reference vessel diameter of 2.75mm. The lesion was predilated with a 2.75x15mm balloon. Post-dilation was performed with a 2.75x10mm balloon with 0% residual stenosis. The physician indicated that the right ventricular branches became stent jailed when the taxus liberte stents was implanted in the rca. However, the rca main branch was expanded well and no action was taken. Abnormal q wave was noted; however, no chest pain was reported. The patient's outcome was improved and the event was resolved. 3 days later, the patient was discharged on aspirin, ticlopidine and berastolin. The patient was scheduled for follow-up. Patient's status noted as ¿good

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Event description:
It was further reported that during the index procedure, the lesion located in the proximal lad was 2.50mm in diameter instead of the 2.75mm diameter initially reported. At that time of stent deployment in the rca the right ventricular branch got stent jail and occluded instead of being only stent jail as initially reported. Although electrocardiogram changes, st elevation in ii, iii and a vf were confirmed as concomitant symptoms, wait-and-see approach was taken. However, no left ventricular wall motion abnormality or pericardial fluid increased were confirmed.

Manufacturer narrative:
(B)(4).